Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 375cc and experienced deflation on the right breast implant. As a result, patient underwent bilateral removal and replacement with mentor smooth round moderate profile 375cc saline implants, catalog # 3501660, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. The device was returned to mentor without fluid inside. White and brown material was observed within the device. No foreign material was observed on the shell surface. The product evaluation (pe) team discovered a rent at the valve junction. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record ( DHR) for lot number 6713122 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Concomitant products: mentor smooth round moderate profile 325cc saline breast implant, catalog # 3501660, sn (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 375cc and experienced deflation on the right breast implant. As a result, patient underwent bilateral removal and replacement with mentor smooth round moderate profile 375cc saline implants, catalog # 3501660, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018.